Event description:
On (B)(6) 2010, patient reported that after he inserts the infusion headset into the insertion assist device and pulls the tensioning element up, it does not lock into place but rather "shoots it out." He stated this issue has only occurred a few times in the past couple months. Patient reported "it is very infrequent." Reviewed how to properly use the insertion assist device. Patient reported each time this has occurred the device was pointing away from his body so he has never been hurt or stuck with the needle. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.